Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. However, there was apparent explant damage. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the ventricular lead was extracted and replaced, but in the process of extraction the atrial lead was also removed due to scarred/adhesions to the ventricular lead. The atrial lead was replaced. No patient complications were reported as a result of this event.